Event description:
It was reported that during implantation the intraocular lens (iol) split and this prevented the iol from being injected into the patient's eye. There was no impact on the patient. A back-up lens was used to complete the procedure. No further information was provided.

Manufacturer narrative:
Pt info: unknown/ not provided. Explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.